Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 593 mg/ld, no symptoms, and the reporter treated with 5 units by syringe an hour before calling customer support (cs) today. Bg has not been checked since. Reporter¿s state pump kept alarming pump not primed, starting couple of hours before they calling cs. No power loss to pump reported . Cs reviewed alarm history reviewed and found no alarms associated with issue. Mom reports no kinking, pulled tubing. No sudden change in force or temperature to pump. Caps are secured to pump. Reporter states cartridge is changed every 6 days approximately. Cs advised reporter of the IFU for cartridge and advised them change cartridge. Reporter understanding and appreciative. This issue is being reported because the patient experienced hyperglycemia related to the use error of only cartridges every 6 days.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.